Manufacturer narrative:
The device was later explanted for normal battery depletion.

Manufacturer narrative:
Information suggest this device remains in-service. Investigation is completed to date. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.64 and charge times of 25.3 seconds. The physician was surprised and not comfortable with charge times of this length. No adverse patient effects were reported. Technical services discussed the elective replacement indicators and noted physician discretion as to replacement.